Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Two weeks and one day post procedure there was pain around insertion site and bulging of one of the lumens, sluggish flushing but no ballooning noted. It was further reported that patient allegedly experienced pain around insertion site. The device was removed on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation and three electronic photos were provided for review. The photo shows a partial view of the catheter implanted into a patient's body. Suture can be noted near the catheter tube. The other photo shows a partial view of the catheter implanted into the patient's body in which blood can be noted below the hub area. The returned sample shows a complete diagonal break on the distal end of the catheter. Upon infusion, a leak from the c-shaped break on the distal end of the extension leg was observed while no water exited the distal end. Aspiration was attempted and was unsuccessful as only air returned to the attached in-house syringe. Therefore, the investigation is confirmed for the reported restricted flow rate and identified catheter burst issues as more specific damage burst issues were identified during investigation and inconclusive for the stretched and bulging issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Post the procedure on (B)(6) 2025, there was pain around the insertion site and bulging of one of the lumens, sluggish flushing but no ballooning noted. It was further reported that the patient allegedly experienced pain around the insertion site. The device was removed on (B)(6) 2025. There were no reported patient injuries.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman catheter. Post the procedure on (B)(6) 2025, there was pain around the insertion site and bulging of one of the lumens, sluggish flushing but no ballooning noted. It was further reported that the patient allegedly experienced pain around the insertion site. The device was removed on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 10fr hickman t/l catheter was returned for evaluation and three electronic photos were provided for review. The photo shows a partial view of the catheter implanted into a patient's body. Suture can be noted near the catheter tube. The other photo shows a partial view of the catheter implanted into the patient's body in which blood can be noted below the hub area. The returned sample shows a complete diagonal break on the distal end of the catheter. Upon infusion, a leak from the c-shaped break on the distal end of the extension leg was observed while no water exited the distal end. Aspiration was attempted and was unsuccessful as only air returned to the attached in-house syringe. Therefore, the investigation is confirmed for the reported restricted flow rate and identified catheter burst issues. However, it is unconfirmed for the reported fracture, material separation and hole, issues as more specific damage burst issues were identified during investigation and inconclusive for the stretched and bulging issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.